Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the oxygen percentage would fluctuate from 100% to 35 % when the wire that is attached to the o2 sensor was moved. The se replaced the oxygen sensor and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time the event occurred.